Manufacturer narrative:
A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis nurse reported that a fluid leak occurred while the patient was in treatment. There was fluid inside of the cassette compartment and on top of the cart, the patient had received a new cycler on the day of the event. The nurse stated that the patient will be receiving catheter assessments. Upon follow up with the patient's nurse, it was confirmed that the patient experienced no adverse event or medical intervention as a result of this leak. The patient has since transitioned to in-center hemodialysis treatment. The patient is successfully completing hd treatment. The cassette product has been discarded.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: initial date of event corrected.